Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's oxygen blending module board and power management board were replaced to address the issue. Conclusion: the device was repaired but not returned to the customer, pending customer approval of the estimate.